Event description:
Allegedly 3.0 muc screw broke 2mm below proximal threads in the shaft. The break occurred during screw advancement across the 1st mp joint of the left foot. This was used under an mtp fusion plate. The screw broke after it was almost all the way implanted. The headed threads were removed and the remaining screw stayed in place inside bone.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the user facility and the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete.